Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation and review of the data by engineering, it was noted that the tones were due to self-reset which is not impacting device operation and that has already resolved. Additional information was received that approximately two months later the patient heard tones again and review of the remote home monitoring data found three additional resets that were self-corrected. Technical services (ts) discussed potential causes and to inquire if the patient was being exposed to any known source ionizing radiation. Ts did note that the device was operating within normal parameters post resets. On the following upload of data, an additional reset was observed. It was confirmed the patient was not being exposed to any radiation. Although the resets were self-correcting due to continued resets for an unknown reason, ts suggested device replacement. At this time the s-ICD remains in service and no adverse effects were reported. Further review of the information was performed, and it was suggested to continue to monitor the patient at this time. The patient was scheduled for follow-up visits. The s-ICD remains in service and no adverse effects were reported. Additional information was received that the patient heard tones from their device. Data is attempting to be collected for additional review. To date no new information has been sent in and the s-ICD remains in service. Additional information was received that the most recent tones were due to automatic set-up of the s-ICD and smartpass had disabled. No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation and review of the data by engineering, it was noted that the tones were due to self-reset which is not impacting device operation and that has already resolved. Additional information was received that approximately two months later the patient heard tones again and review of the remote home monitoring data found three additional resets that were self-corrected. Technical services (ts) discussed potential causes and to inquire if the patient was being exposed to any known source ionizing radiation. Ts did note that the device was operating within normal parameters post resets. On the following upload of data, an additional reset was observed. It was confirmed the patient was not being exposed to any radiation. Although the resets were self-correcting due to continued resets for an unknown reason, ts suggested device replacement. At this time the s-ICD remains in service and no adverse effects were reported. Further review of the information was performed, and it was suggested to continue to monitor the patient at this time. The patient was scheduled for follow-up visits. The s-ICD remains in service and no adverse effects were reported. Additional information was received that the patient heard tones from their device. Data is attempting to be collected for additional review. To date no new information has been sent in and the s-ICD remains in service. Additional information was received that the most recent tones were due to automatic set-up of the s-ICD and smart pass had disabled. No additional information is available. If additional information becomes available the report will be updated at that time. Additional information was provided indicating this s-ICD emitted beeping tones again as the result of a reset. Because of the reset, the smart pass feature was disabled and no smart pass episode was stored. This information was provided to boston scientific engineering, who have been monitoring the device for nearly one year due to this issue. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation and review of the data by engineering, it was noted that the tones were due to self-reset which is not impacting device operation and that has already resolved. Additional information was received that approximately two months later the patient heard tones again and review of the remote home monitoring data found three additional resets that were self-corrected. Technical services (ts) discussed potential causes and to inquire if the patient was being exposed to any known source ionizing radiation. Ts did note that the device was operating within normal parameters post resets. On the following upload of data, an additional reset was observed. It was confirmed the patient was not being exposed to any radiation. Although the resets were self-correcting due to continued resets for an unknown reason, ts suggested device replacement. At this time the s-ICD remains in service and no adverse effects were reported. Further review of the information was performed, and it was suggested to continue to monitor the patient at this time. The patient was scheduled for follow-up visits. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation and review of the data by engineering, it was noted that the tones were due to self-reset which is not impacting device operation and that has already resolved. Additional information was received that approximately two months later the patient heard tones again and review of the remote home monitoring data found three additional resets that were self-corrected. Technical services (ts) discussed potential causes and to inquire if the patient was being exposed to any known source ionizing radiation. Ts did note that the device was operating within normal parameters post resets. On the following upload of data, an additional reset was observed. It was confirmed the patient was not being exposed to any radiation. Although the resets were self-correcting due to continued resets for an unknown reason, ts suggested device replacement. At this time the s-ICD remains in service and no adverse effects were reported. Further review of the information was performed, and it was suggested to continue to monitor the patient at this time. The patient was scheduled for follow-up visits. The s-ICD remains in service and no adverse effects were reported. Additional information was received that the patient heard tones from their device. Data is attempting to be collected for additional review.

Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation and review of the data by engineering, it was noted that the tones were due to self-reset which is not impacting device operation and that has already resolved. Additional information was received that approximately two months later the patient heard tones again and review of the remote home monitoring data found three additional resets that were self-corrected. Technical services (ts) discussed potential causes and to inquire if the patient was being exposed to any known source ionizing radiation. Ts did note that the device was operating within normal parameters post resets. On the following upload of data, an additional reset was observed. It was confirmed the patient was not being exposed to any radiation. Although the resets were self-correcting due to continued resets for an unknown reason, ts suggested device replacement. At this time the s-ICD remains in service and no adverse effects were reported. Further review of the information was performed, and it was suggested to continue to monitor the patient at this time. The patient was scheduled for follow-up visits. The s-ICD remains in service and no adverse effects were reported. Additional information was received that the patient heard tones from their device. Data is attempting to be collected for additional review. To date no new information has been sent in and the s-ICD remains in service. Additional information was received that the most recent tones were due to automatic set-up of the s-ICD and smart pass had disabled. No additional information is available. If additional information becomes available the report will be updated at that time. Additional information was provided indicating this s-ICD emitted beeping tones again as the result of a reset. Because of the reset, the smart pass feature was disabled and no smart pass episode was stored. This information was provided to boston scientific engineering, who have been monitoring the device for nearly one year due to this issue. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation and review of the data by engineering, it was noted that the tones were due to self-reset which is not impacting device operation and that has already resolved. Additional information was received that approximately two months later the patient heard tones again and review of the remote home monitoring data found three additional resets that were self-corrected. Technical services (ts) discussed potential causes and to inquire if the patient was being exposed to any known source ionizing radiation. Ts did note that the device was operating within normal parameters post resets. On the following upload of data, an additional reset was observed. It was confirmed the patient was not being exposed to any radiation. Although the resets were self correcting due to continued resets for an unknown reason, ts suggested device replacement. At this time the s-ICD remains in service and no adverse effects were reported.